Event description:
Boston scientific received information that during a normal replacement procedure, the right ventricular (rv) lead was first disconnected from the previous device and measurements were obtained on the pacing system analyzer (psa). All measurements were normal. It was then decided to disconnect the left ventricular (lv) lead and reconnect it to the newly implanted implantable cardioverter defibrillator (ICD). At this time, the rv lead was not connected to provide any pacing. Then the lv lead was connected, no pacing was observed which resulted in five to seven seconds of asystole for this pacemaker dependent patient. The connections were checked and appeared to be normal. The lv lead was removed and the physician reconnected the rv lead to the psa to provide ventricular pacing. The lv lead was re-inserted into the ICD header, but once again, no pacing was observed. The physician decided to explant the ICD and it was successfully replaced with a competitor product. The leads were again tested on the psa and then with the new non boston scientific device. All values were within normal parameters. Boston scientific technical services was contacted for technical assistance. A ts consultant discussed several scenarios that could be performed to ensure that patients who are pacing dependent receive therapy during device replacement procedures. No additional adverse patient effects were reported.

Manufacturer narrative:
The lv lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.